Event description:
A caller reported that a pump screen went blank unexpectedly, and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. The customer's blood glucose level was 535 mg/dl. The customer declined further troubleshoot. No additional information was provided.